Manufacturer narrative:
(B)(4). Supplemental MDR - coring needle. It was reported the needle creates a core in the vial. To support the investigation, three samples were provided to our quality team. Upon evaluation, no defects or imperfections were identified in the samples received. Furthermore, a device history record review was completed for provided lot number 4277741. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #305060 lot #4277741. It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill needle was coring. The following information was provided by the initial reporter: rcc received a complaint via email. Solu-medrol 40mg/vial and solu-medrol 125mg/vial when drawn up with a becton, dickinson and company plastipak 3ml syringe with blunt fill needle creates a core in the vial or syringe. Multiple examples. Model #: 305060 lot #: 4277741. Additional information provided. There are no adverse events or serious injuries reported due to this defect.